Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d5, d9, e4, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2022 to 16- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to power on. A field service engineer found that the issue was due to disconnected communication bus cable and noticed a burn mark on pyxibus cable. Disconnected the external pyxibus to auxiliary system and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a power issue and nurse got logged out while pulling medication and machine went black. The customer confirmed that there was no thermal event, spark, smoke or flame reported. The customer added that were retrieved medication from another station with a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system not powered on due to disconnected communication bus cables. A field service engineer replaced communication cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had a power issue and nurse got logged out while pulling medication and machine went black. Upon investigation, a filed service engineer found burn mark on pyxis cable. The customer confirmed that there was no thermal event, spark, smoke or flame reported. The customer added that were retrieved medication from another station without delay. There were no adverse events or injuries reported based on this event.